Manufacturer narrative:
Two devices were reported by the facility with the dimensions issue (other device was reported on MDR# 3003984900-2011-00011). Further information will be provided pending the conclusion of the manufacturer's investigation.

Event description:
An arjohuntleigh rental tech was on-site and reported that zone 1 of head end side rails were larger than hbsw guidelines. Zone 1 was measured and appeared to meet guidelines, however, when the facility owner tester was inserted, it easily fit into zone 1. Tester device wasn't measured, but it was confirmed that the facility was using a national safety technology model nst (B)(4). There were no reports of any patient entrapments, but the facility has taken the device out of service.